Event description:
The company received a report where it was claimed that the device was difficult to inflate the cuff. The caller reported that the pt experienced respiratory distress and girgling while on a unspecified model ventilator. The caller reported that a hole in the cuff was observed during visual inspection. The caller reported three separate incidents involving one pt, where it was difficult to inflate the cuff. The replacement of the 8dct tube was successful without incident on the fourth attempt.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg plant for investigation.